Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3 mm near commissure 1, and leaflets 2 and 3 by approximately 5 mm near commissure 3 on outflow aspect. X-ray demonstrated heavy calcification on all three leaflets and wireform distortion around leaflets 1 and 2. Subvalvular apparatus with what appeared to be native tissue was observed around leaflet 3. The sewing ring was cut around the valve circumference, and exposed the wireform around leaflets 1 and 2 at both aspects. The wireform was also exposed on commissure 3. Fibrin-like material was observed on the free margin of all three leaflets. Customer report of restricted leaflet motion was visually confirmed. Host tissue and calcification restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a mitral 25 mm pericardial mitral valve was explanted one (1) year and seven (7) months after the implantation as one of the leaflets of the valve was not coapting as expected and a restricted leaflet motion was observed on echo. The valve was explanted and replaced with a mechanical valve. No additional details were provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that the patient condition was noted as stable. In additional, the initial replacement indication was severe regurgitation in mitral valve and that breathlessness was the main disease.

Manufacturer narrative:
Per the r&d evaluation, tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is not common for a valve to develop severe calcification in such short period of time. The root cause for the earlier bioprosthetic calcification and its relationship with the severe pannus growth observed on this particular valve could not be determined at this time. In addition, although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the early initiation and/or growth of the relatively severe pannus overgrowth on this valve.